Event description:
Caller states patient tested 1.7 inr on the coaguchek s system while a comparison lab returned as 2.45 inr. No treatment information provided. No adverse event reported. Requested return of suspect system.

Event description:
It was reported that before an unknown procedure, the jaw became not to be opened after firing without tissue. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaw misaligned, dropping or ejected clip, malformed clip. The analysis results found that the device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, eight scissor clips, one clip with gap and ejected the remaining five clips. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. However, the found condition of the device is not related with the incident reported. The jaws closed and opened as intended during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.